Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. There were no abnormalities found on/with the device. Based on the results of the investigation, the root cause was unable to be determined. However, it is likely, that the event occurred, due to wrong user handling /user mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite ii video system center displayed an e333 'calibrate touch screen' error message, which intermittently came up and locked the screen. The issue was found during preparation for use for a therapeutic hysteroscopy procedure. The video system worked after being restarted, but the error message occurred a few times during v35 and v36. The same procedure of restarting the video system was used so the procedure could be completed. There were no reports of patient harm.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.